Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer had filled the cartridge with 140 units. The customer's blood glucose level was 180 mg/dl. The customer loaded a second cartridge successfully.